Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Procedure-l4-l5 fusion implant date: (B)(6) 2012 (date is approximate) it was reported that: in (B)(6) 2012: the patient underwent same spinal fusion with bone abrasion from l4-l5 that had been performed twice. Allegedly, "the patient was unable to lift her legs the way she previously could, and trip easily over even slightly uneven surfaces. Additionally, she suffers from continuous pain in her neck, causing migraines; as well as from pain in her legs and lower back."